Manufacturer narrative:
H3: the complaint product was not available for evaluation. Therefore, this report is based on customer-provided information only. Multiple images of the defect were provided by the customer and evaluated. The seal failure was determined to be due to products and/or components getting into the seal area during the pouching process. This process was evaluated and found that the root cause of the failure is due to the product not being inserted straight or completely into the machine during pouching process and the size and configuration of the part being pouched. Corrective actions are being implemented at the manufacturing site to address this issue and prevent recurrence. Production documentation was reviewed and identified no nonconformances noted and all reviewed samples passed inspection. Historical complaint data review identified 2 other similar complaints for this failure mode and product family in the last 2 years. This issue has a complaint rate of 0.003% over this period of time. Manufacturing operations has been made aware of the complaint to prevent recurrence and corrective action is being implemented at the manufacturing site. No further corrective or preventive actions are required at this time. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4). H3 other text : device not returned

Event description:
Compliant was reported by a distributor in japan for a nonconformance identified during incoming inspection at their facility in japan. Details of nonconformity: sealing failure - qty: 20